Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump miscalculated boluses. There was no adverse impact to the customer¿s blood glucose level. Customer did not return the pump for investigation. No additional information was provided.